Event description:
Consumer called to report inaccurate reading with her meter.readings are very inconsistent when testing back to back.analysis ron on consensus error grid using mean reading (306) as ref.point vs. Bd readings (553, 266, 127, 276) yielded some data points in the c zone of the grid, outside of acceptable limits.